Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of an electrode belt malfunction. Monitor sn (B)(4) was returned to zoll manufacturing corporation and is currently under investigation. There is no evidence at this time to suggest that a monitor malfunction caused or contributed to the treatment event. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was a rapid rate of svt. The rapid rate satisfied the prescribed rate threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment consisting of two treatments. Rapid svt contributed to the inappropriate detections. It is unknown whether the patient was conscious during the event. The response buttons were not pressed. The patient did not seek medical attention and continued to wear the lifevest.